Event description:
It was reported that a user experienced hyperglycemia while using the ilet system in conjunction with a dexcom g7, with cgm readings around 216 mg/dl and a fingerstick of 282 mg/dl, and the pump algorithm increased dosing but glucose continued to trend upward; the user reported feeling high and performed several cgm recalibrations, and a full infusion set change was completed. Symptoms included hyperglycemia. Outcomes included no hospitalization and no emergency treatment. Investigation included remote troubleshooting and education, review of available glucose data, and guided replacement of the infusion set. Investigation of this case revealed no device alarms and no confirmed device malfunction, with the cause of hyperglycemia remaining unclear despite appropriate automated dosing and set replacement. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.